Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, crease fold, wear abrasion. A leak test and microscopic analysis was performed which identified: crease sharp opening, striated opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. An opening crease sharp on anterior due to fold flaw opening. Wrinkles (creases) are observed but have no relationship with manufacturing. Additional data: b.5, d.10, g.1, h.3, h.6.

Event description:
Healthcare professional additionally reported "any creases.".

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.